Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-17317. It was reported that the patient presented with an infection. The right ventricular lead was also noted to have a high pacing impedance and a high capture threshold suggesting a fracture. The system was explanted. The patient was stable before, during and following the procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).